Manufacturer narrative:
Section a4: the patient weight was not provided. Section d4: device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Section f9: approximate age of device: 1 year, 11 months. Section h3: the device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed. H3. Not evaluated reason: placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2016 with unspecified symptoms of worsening heart failure and low flow alarms. A speed change echocardiogram revealed a decrease in left ventricle unloading with the aortic valve still opening at 12000+ rpms. The patient¿s lactate dehydrogenase level was approximately 1300u/l. On 01/05/2016 the system controller data log file was submitted to the manufacturer''s technical service team for review. Upon evaluation of the submitted data, an increase in pump power values with a decrease in average pulsatility index values. The patient received a pump exchange on (B)(6) 2016. It was reported that thrombus was confirmed upon explant of the pump. The pump and the outflow graft were replaced while the original inflow conduit was left in place. No additional information was provided.